Event description:
Medwatch report explained during a laminectomy, a pituitary rongeur was used but fell apart with use; due to the screw failing out. Screw not found in wound. X-ray confirmed.

Manufacturer narrative:
It is not clear at this point if the device and/or lot info is available. Codman has made several unsuccessful attempts to determine if the device and/or lot info is available. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If the device is returned, the complaint will be investigated and a follow-up report will be filed. If lot info does become available and the record review indicates that there was a non-conformity, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.